Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During the process of giving cyto to the patient, it was noted that the product was leaking. Air is coming through the adapter when extraction of fluid is attempted; therefore, the extraction is impossible. Leaking has also occurred when fluid has been injected through the adapter, causing the fluid to end up on blanket or on the physician /nurse. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of complaint history, drawings, manufacturing instructions, quality control and a visual inspection and function test of the returned device was conducted during the investigation. The visual examination reported no physical defects were noted. Device was tested using water filled syringe. Both male ports of stopcock were tested in both open and closed positions and no leaks were noted. Device was also tested with 70 psi and again no leaks were noted. There is no evidence to suggest the product was not manufactured to current specifications. The manufacturing record for this lot was reviewed, and nothing of note was observed. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. It is unknown why the customer experienced difficulties. They could not be duplicated in the lab. A definitive root cause could not be determined. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.

Event description:
During the process of giving cyto to the patient, it was noted that the product was leaking. Air is coming through the adapter when extraction of fluid is attempted; therefore, the extraction is impossible. Leaking has also occured when fluid has been injected through the adapter, causing the fluid to end up on blanket or on the physician /nurse. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.